Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The pt presented with chest pain and shortness of breath. A 90-95% stenosed lesion was identified in the saphenous vein graft to the obtuse marginal artery (om). The physician attempted to direct stent with a 4.0x32 mm taxus liberte' drug eluting stent, but was unsuccessful. The stent dislodged from the balloon at the sheath of the groin. The stent was able to be retrieved from the femoral artery with a tulip snare. After several predilations and attempts to place other stents, the procedure was completed with a non bsc drug eluting stent. The physician described the case as complex, "multiple guide catheter were utilized secondary to poor support". The pt received angiomax, aspirin and plavix during the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.